Manufacturer narrative:
Revising surgeon reported that this is a typical late infection and no reason to think device failure caused the situation. Additional information and the return of the device has been requested. Without a lot number, the device history records review could not be completed. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that a two-level patient was revised due to pain. Only one m6-c was removed.

Manufacturer narrative:
B4: 11/13/2020. G1: mr. (B)(6), us g4: 11/12/2020. G7: follow-up. H1. Serious injury. H2: additional information. H6: health effect - impact - 4627. Investigation conclusion - 4315.